Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains pressed.

Manufacturer narrative:
Preliminary analysis revealed that the patient initiated transfer (pit) button of the subject home monitor remains pressed most probably due to wear.

Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains pressed.

Event description:
Reportedly, the patient initiated transfer (pit) button of the subject home monitor remains pressed.